Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, and displacement test. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit was received with cracked battery tube threads and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had condensation in it. Customer's blood glucose level was 95 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.